Event description:
It was reported to tyco/healthcare/kendall in 2001, that a control syringe broke during use. The physician was able to complete the procedure with a new syringe. Syringe not available for evaluation. No patient injury or harm.